Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: device was returned for analysis. Kink and leak observed at the lap joint in the sheath assembly from femoral marker to the proximal end. Impedance testing shows a good unit wave form. It was observed that the catheter leaked from an open hole in the lap joint when it was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 26jan2016. It was reported that the image was lost. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous first diagonal of left anterior descending artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noted that the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed an open hole at the lap joint section of the catheter.